Manufacturer narrative:
E1: (B)(6) hospital. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. It was unknown if air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: gif/cf/pcf-290 series operation chapter 3 preparation and inspection, gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 prevention measures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had bad angle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside the nozzle. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.